Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient expired. In (B)(6) 2011, a 33mm watchman laa closure device was successfully implanted during a laa closure procedure. Tee revealed no source of emboli. In (B)(6) 2014, the patient was hospitalized after having a syncopal episode resulting in a head contusion and laceration to the face. Patient presented with sudden left sided weakness, no left arm grip strength and left facial droop. She experienced a cerebral artery occlusion with cerebral infarction and hypertension. The patient was medicated as ordered with a gradual improvement of symptoms. Four days later, the patient was discharged in stable condition. Six days later, the patient presented with symptoms of altered mental status with frequent neurological checks. MRI/mra found that the patient was dehydrated and was treated with IV fluids. Subject stabilized and three days later that patient was discharged back to the skilled nursing facility. (B)(6) 2015, two days after being discharged, the patient expired. The direct cause of death is unknown.